Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735788; product ID: 9735771, UDI#: (B)(4) camera cart s8 svc battery 9735771 24v s8 svc h3) onsite functional and visual examination was performed by a manufacturer representative. The ups and battery were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. B01 c02 d02 apply the ups and battery were returned for analysis. Functional testing determined that both components were functioning as designed. B01 c19 d14 apply medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that even though the main cart uninterruptible power supply (ups) batteries were replaced less than 2 months ago, the system would have a low battery status flashing on the screen again. There was no patient involvement.